Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped, reducing mr to 2. After clip deployment, prior to removing the gripper line, there was excessive movement observed with the clip. It was found that the clip detached from the anterior leaflet, but remained attached to posterior leaflet (single leaflet device attachment/slda). The mr increased to 3-4. A second clip was deployed for stabilization. Two clips were implanted, reducing the mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.